Manufacturer narrative:
Additional information received reported the patient had undergone an MRI, but did not have the device adjusted while it was implanted. Reportedly, there was no injury to the patient. Patient weight at implant provided. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the valve was stuck between settings and unable to be programmed. According to the report, a shuntogram showed no flow past the valve. Reportedly, the valve was explanted.

Manufacturer narrative:
Additional information received reported the patient had undergone an MRI, but did not have the device adjusted while it was implanted. Reportedly, there was no injury to the patient. Patient weight at implant provided. If information is provided in the future, a supplemental report will be issued.